Event description:
Ultipaq cerecyte microcoil 2 mm x 6 cm (cfs10020630/f51918) and ultipaq cerecyte microcoil 2 mm x 6 cm (cfs10020630/j10136) got stuck in the microcatheter (details unknown) and could not be pushed any more. Presidio 10 cerecyte microcoil 6 mm x 26 cm (pc410062630/f62056) could not be detached after the coil was connected to an enpower (details unknown). It was attempted to reconnect the coil; but the coil was not detached.

Manufacturer narrative:
Ultipaq cerecyte microcoil 2 mm x 6 cm (cfs10020630/f51918) and ultipaq cerecyte microcoil 2 mm x 6 cm (cfs10020630/j10136) got stuck in the microcatheter (details unknown) and could not be pushed any more. Presidio 10 cerecyte microcoil 6 mm x 26 cm (pc410062630/f62056) could not be detached after the coil was connected to an enpower (details unknown). It was attempted to reconnect the coil; but the coil was not detached. The device positioning unit (dpu) passed electrical testing. The coil was detached on the first detachment cycle. Therefore, the root cause of the non-detachment of the coil cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. This is 1 of 3 reports associated with (B)(6). Concomitant medical products and therapy dates: enpower (details unknown); ultipaq cerecyte microcoil 2 mm x 6 cm (cfs10020630/f51918); ultipaq cerecyte microcoil 2 mm x 6 cm (cfs10020630/j10136); microcatheter (details unknown).